Event description:
It was reported that during a hemodialysis treatment the pt began coughing and started "feeling funny". The attending nurse stated they appeared flush and lethargic. Microbubbles of air were observed goint to the pt. The treatment was halted and the pt line was clamped. The pt was placed in the trendelenberg position and wa given oxygen. The blood in the tubing circuit was not returned. The treatment was continued 30 minutes later with a different machine, bloodlines and dialyzer. At that time they stated they were feeling fine. At the end of the treatment they said they were feeling slightly weak but ok.